Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a system implant procedure. The left ventricular lead exhibited high capture thresholds and the physician continued to implant it. The following day, the thresholds increased. No intervention was performed. The patient was stable.